Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the provided picture and video showed there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leak from the drain bag was found leaking. The event occurred ¿may be roughly after 2 hours¿. The effluent bag was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.